Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 421 mg/dl at the time of incident. Customer has not been using insulin pump for over 48 hours of high blood glucose event. Customer also stated that they tried to do a bolus into the air and it gave us a no delivery at 2 unit. Trouble shooting was performed for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime. Customer states the insulin did not exit and pump alarmed no delivery. The reservoir and insulin pump will not be returned for analysis.